Event description:
It was reported that the left monitor on the 9800 system had a very dark image during a case. The images were transfered to the right monitor and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.